Event description:
It was reported that the patient had his device repositioned. The healthcare professional left a small gap so fluid could drain and reduce the infection risk. Additional information was requested.

Manufacturer narrative:
(B) (4).